Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spine/back and malignant pain. It was reported the patient had an MRI and left the field over 2 hours ago and the pump was still stalled despite multiple checks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the motor stall did recover. The motor stall occurred on (B)(6) 2025 at 2:05 pm and motor stall recovery occurred on (B)(6) 2025 at 7:40 pm. The current status of the pump - pump was not getting explanted and was working fine to my knowledge. Patient had a personal therapy manager (ptm) and was able to give boluses as needed.